Event description:
It was reported that the customer experienced low blood glucose. The blood glucose level at the time of the incident was 35 mg/dl and the treatment was unknown. The customer reported that the sensor did not give proper glucose reading. It was unknown whether auto mode was active at the time of incident. The customer declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.